Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6). It was reported that post a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred and the patient expired. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was myocardial infarction. Prior to index procedure the patient was found to have elevated biomarkers indicative of ischemia and was referred for cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (mid lad) with 60% stenosis, a length of 18 mm, and a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on dual antiplatelet therapy the following day. In (B)(6) 2016, the patient was hospitalized due to congestive heart failure. The patient also had coronary disease, aortic regurgitation and arterial septal defect. The patient was with poor quality of life and was ready to undergo the surgery. Tricuspid valve replacement was performed with non-bsc valve. Aortic valve replacement was performed with medium sized perceval biological valve. Epicardial pacemaker lead insertion and direct suture closure of atrial septal defect was performed. One day later, 50 to 60% in-stent restenosis of study stent implanted in mid lad was treated with bypass grafting from left internal thoracic artery (lita) to lad. The patient received somatostatin therapy in response to metastatic carcinoid disease. One day later, an echo was performed which revealed sever right heart dysfunction. Hemodialysis was started however the patient was continued to deteriorate. The patient expired. The cause of death was "right heart failure with multisystem organ failure (carcinoid heart disease)." No autopsy was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per pi memo to file dated (B)(6) 2017, the post-op course was complicated by coagulopathy, severe heart failure and acidosis.